Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Visual, functional, occlusion and accuracy tests were performed. It was found that the device doesn't hold patient data and there was a damaged downstream occlusion (dso) seal. A defective printed wire assembly (pwa) was also found. The primary problem was the pwa. The dso seal and the pwa were replaced to fix the issue.

Event description:
It was reported that the device is for repair. The investigation found a damaged downstream occlusion (dso) seal and a defective printed wire assembly (pwa). There was no patient involvement.